Event description:
It was reported that a right ventricular (rv) lead exhibited low impedance levels and high/unstable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: model: 4524-45, lead; implant: 2002 (B)(6). (B)(4).